Manufacturer narrative:
Philips service replaced the sib, reloaded the software, and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that the sib failure caused the system to be non-functional during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.